Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the patient¿s hospital stay was extended due to the alleged issue with the device or if the length of stay is normal for this procedure?

Event description:
It was reported that during the radical resection of esophageal carcinoma, when severing the stomach, found it was difficult to fire, cut line was not good, with malformed staple line of irregular shape. The patient was oozing blood, suture was used to sew the wound and stop bleeding. The surgery delayed about 40 minutes. The patient is stable and in hospital now.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p57y4x. Investigation summary: the analysis found that the ec60a device was received with no apparent damage and without a reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: could you please clarify if the patient¿s hospital stay was extended due to the alleged issue with the device or if the length of stay is normal for this procedure? No, and the patient has left from the hospital.